Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: patient was placed on psimv+ mode following pre-op checks being completed and passing. Pinsp 14, peep 5, rate 15, fio2 30%. Patient had no respiratory effort when placed on the hamilton ventilator with vtes between 10 and 25cc. Patient placed back on the hospital ventilator in volume mode without issue and was ventilating fine. Crew repeated pre-op checks and it passed again. Tried the same settings again on the hamilton ventilator and the same thing occurred when hooking up to the patient. Patient placed back on hospital ventilator again without issue and was ventilating fine. Lung sounds equal, nothing obtained via suction, ett balloon was inflated with no leak. Ventilated the patient with bvm with good compliance. Crew attempted to use cmv + with a tidal volume set to 500 which matched the hospital ventilator set volume. Low volumes between 10-25 cc were all that were shown on the ventilator with minimal end-tidal waveform. No breaths being given. Every attempt had the same low vte alarm sounding. Crew placed the patient back on the hospital ventilator and it ventilated the patient without issue. Crew placed the vent circuit on a test lung to continue troubleshooting. It wouldn't give adequate breaths unless we squeezed the bag to initiate a "spontaneous breath." Crew was unable to solve the problem. It seemed like the ventilator was not giving the set breath rate and the patient was sedated enough that he breathing on his own to stimulate spontaneous breaths. Patient had to be ventilated via bag valve mask for the duration of the transport. No health consequences or impact.